Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/06/2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, rash, redness, and scar, extended beyond the patch perimeter, which occurred 3 days after the sensor had been inserted in the arm. Photos were provided, but it could not be confirmed to which specific sensor session the photos belonged. However, the skin reactions visible in the picture are known to occur from the sensor patch adhesive. Of note, the scar was present more than 3 months after the skin reaction occurred. There was no documentation of treatment and medical intervention provided for the reaction. No data or product was provided for investigation, however, photographs were provided. The allegation is undetermined as photographic inspection could not be determined. No additional event or patient information is available.